Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that somehow the stimulation got on intermittently. Patient stated that the stimulation would turn on and go on for maybe 20 minutes and then turn itself off and back on. Patient said that they wanted the stimulation on all the time, and they didn't know how to do that. Agent reviewed patient that the stimulation would go off automatically if the ins is depleted. Patient mentioned that the stimulation would go off even though the ins was not depleted. Agent also reviewed patient stim on/off button and redirect the patient to hcp if the issue persists for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they had no idea what to do; patient reported they had this problem before but couldn't remember how to fix it. Patient stated they played with the controller and finally figured it out. Patient stated this should have been taken care of over the phone. Patient reported they resolved this issue themselves.